Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. Additional information: the event described could not be confirmed as no damage was found on the sled. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4: batch # 102c69. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45w reload was received. The sled was received in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/10. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. No damaged was found on the sled. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no damage was found on the sled. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the device batch e23020030, and non-conformances were identified. Fg date of mfg:2023-02-15;fg expiration date: 2026-02-14.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4: batch # unk. A manufacturing record evaluation was performed for the device batch e23020030, and non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during procedure, noted that sled loose. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.